Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of a cut hand and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a cut on his hand which resulted in peritonitis on (B)(6) 2011. The patient was hospitalized for the peritonitis on (B)(6) 2011. Treatment was not reported. A hospital discharge date and the outcome of the event of cut on hand were not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal was ongoing. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b21041, h10k05047, h11f03065 and h11g12049 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.